Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the axium prime implant coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an open axium prime implant coil outer carton and within a dispenser coil. Visual inspection/damage location details: the axium prime implant coil was returned within the introducer sheath which was found to be applied incorrectly with the wavelock facing towards the distal end. The axium prime pushwire was found to be bent at ~8.5cm from the proximal end and found to be kinked at ~165.5cm from the proximal end. The axium prime implant coil was found to be stretched and damaged. The axium prime implant coil was found to be attached but deformed and broken near the distal tip. The implant coil was not able to be pushed out of introducer sheath due to resistance found within the inverted introducer sheath. No other anomalies were found. Testing/analysis (including sem reports): the axium prime implant coil tip od (outer diameter) was unable to be measured due to the distal tip broken off from implant coil. The introducer sheath ID (inner diameter) was measured to be 0.18¿ (0.45mm) which was measured to be within specification (specification 0.46mm +0.02mm /-0.02mm). Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. There were no reported issues preparing the axium prime implant coil prior to use per the instructions for use (IFU). Therefore, it is likely that the axium prime implant coil became damaged during preparation, or due to an improper hubbing technique (over tightening of the rhv). Regarding the damage (bends/kinks) found with the pushwire and the damage (stretched/broken) found with the axium prime implant coil damage can occur if the device is advanced against resistance or due to handling. However, the root cause for implant coil resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when trying to go through the introducer sheath (the plastic protector), the coil was clogged so the coil wire couldn't go through it. The coil was replaced, and the event was said to be not associated with the patient. After procedure they tried to go through it again, and the coil wire could pass with strong pressure and several trials. The devices were prepared according to the instructions for use (IFU).